Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter's phone (B)(6). Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter experienced worker inserted bd insyte autoguard cannula. When he pressed the safety button the needle did not retract. Needle had to be manually removed and discarded. There was no report of injury or medical intervention.